Event description:
Customer reported that she has unexplained low and high blood glucose and she was hospitalized due to high and low blood glucose and heart complications. Customer blood glucose reading at the time of hospitalization was 600 mg/dl, and blood glucose went down as low as 30 mg/dl. Customer stated that she was weak and had problem breathing prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.